Manufacturer narrative:
H11: manufacturing review: based on the information available a definite root cause could not be identified. A manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample is not available for evaluation. Three provided CT images demonstrate the cross section of the patient in the iliac section. Resolution is poor, stent is not clearly visible. The investigation leads to inconclusive result. . In this case 10fx25cm introducer with 0.035" guidewire were used for access, the lesion was pre and post dilated, and the user did not experience difficulty during deployment. There was no stent deficiency related to the reported issue. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU closely describes holding and handling of the system throughout the procedure for regular deployment. Regarding access/ accessories the IFU state: ¿ 8f introducer for stent diameters of 10 mm and 12 mm ¿ 9f introducer for a stent diameter of 14 mm ¿ 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm ¿ 0.035 inch (0.89 mm) diameter guidewire. Regarding pta the IFU state: predilatation of chronic lesions with a balloon dilatation catheter is recommended., and post stent expansion with a balloon dilatation catheter is recommended. A stent size selection table is part of the IFU describing the relationship between vessel diameter and stent diameter. Stent occlusion/ thrombosis was found mentioned under potential adverse events that may occur. B5, d6 (medical device implant date), g2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the venovo stent on bilateral civ to eiv. Thirteen days, on (B)(6) 2025 post procedure, it was reported that there was a stenosis in the unstented area, so additional intervention was performed. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a stent placement using venovo stent on bilateral civ to eiv. On (B)(6) 2025, it was reported that there was a stenosis in the unstented area, so additional intervention was performed. The current status of the patient is unknown.